Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2021. On (B)(6) 2021, the pediatric patient's mother stated that he was feeling tired and hungry. The cgm was reading 3.7 mmol/l but the bg was 1.2 mmol/l. He consumed two apple juices and glucose gel. After treating the hypoglycemia his glucose went too high (14.5 mmol/l) and he was given 1 unit of insulin. After the event the patient was fine and had no medical consequences. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.